Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The "known inherent risk" conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that the patient with this pacemaker had an infection. A revision was performed then the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead remain in service. Additional information indicated that the device was exposed from the left chest area and a wound infection was noticed after examination, therefore, the device was replaced. No additional adverse patient effects were reported. Moreover, during lead repositioning, they interrogate device and used psa. After some duration of time. They back to device sw. No egm was running. They end the device session and re-interrogate. It works normally. The pacemaker will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had an infection. A revision was performed then the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead remain in service. Additional information indicated that the device was exposed from the left chest area and a wound infection was noticed after examination, therefore, the device was replaced. No additional adverse patient effects were reported. Moreover, during lead repositioning, they interrogate device and used psa. After some duration of time. They back to device sw. No egm was running. They end the device session and re-interrogate. It works normally. The pacemaker will be returned for analysis.